Event description:
Approximately 3 years and 9 months post implant of a 29mm sapien 3 valve in the aortic position, the valve was failing due to stenosis. A tavr valve in valve was planned. As reported by an edwards field clinical specialist, the patient presented at the index tavr site with severe dyspnea on exertion, heart failure and chest pain. A tavr CT was performed and indicated stenosis of the sapien 3 valve with mild to moderate calcification of the left coronary cusp valve leaflets, significant for halt. The process for a tavr valve in valve workup was started. One week later, the patient presented at a different facility with heart failure. An urgent valve in valve procedure was planned; however, the patient expired before the procedure could be performed. It was noted that the early valve failure was expected due to multiple patient comorbidities.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing, and dimensional analysis could not be performed. The complaint for 'post-implantation - svd - calcification' was confirmed based on medical record. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for 'valve - calcification' and 'post implantation - svd - calcification' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (hyperlipidemia (high cholesterol)) likely caused or contributed to this event. As reported, '3 years and 9 months post implant of a 29mm sapien 3 valve in the aortic position, the valve was failing due to stenosis'. In addition, per the event description, 'a tavr CT was performed and indicated stenosis of the sapien 3 valve with mild to moderate calcification of the left coronary cusp valve leaflets, significant for halt.' As noted in the medical report, patient had history of hyperlipidemia, diabetes mellitus, and dialysis due to renal disease. It is well known that patients with chronic renal disease and diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets, as reported. As such, available information suggests that patient factors (hyperlipidemia, kidney disease, diabetes) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.